Manufacturer narrative:
H.6. Investigation summary. Customer returned one (1) 0.5ml insulin syringe from an open poly bag from lot 9301561. Consumer reported that needle shield was difficult to remove and needle hub separated into the shield when it was removed. The returned syringe was examined, and it was observed that the needle hub/shield assembly for separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9301561. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200854420] noted for out of spec shield pulls. Bd was able to duplicate or confirm the customer¿s indicated failure (hub separates). Root cause: l2l dispatch #82518 was created for raised shields. The guide was out of adjustment. Corrective action: adjusted the guide. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer reported that the needle shield on some of her syringes is difficult to remove. Needle hub separated and stayed inside of the shield when the shield was removed. Issue involves 1 syringe.".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle hub separated from the relion® insulin syringe during use. The following information was provided by the initial reporter: "consumer reported that the needle shield on some of her syringes is difficult to remove. Needle hub separated and stayed inside of the shield when the shield was removed. Issue involves 1 syringe."